Event description:
It was reported that prior to surgery, the delta chamber was leaking during testing.

Manufacturer narrative:
(B)(4). The device has not been returned to the MFR. A review of the mfg records showed no anomalies.